Manufacturer narrative:
The product was not returned. The use of qualified associated products was indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) patient experienced blurred vision at all distances, and was unable to read at all near or intermediate. Lens was exchanged with a different ones during secondary procedure. Additional information was received reporting in the surgeon¿s opinion, the product caused the event. There was no patient harm.